Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse found a sticking cup presence sensor which was removed and cleaned. The fse changed the parameter setting for the cp transfer cp disposal position and upgraded the software. The aia-900 was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was the cup presence sensor was sticking. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2016 a customer reported receiving an error message 2163-c transfer cup not released on the aia-900. The customer is unable to run fsh, prl and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, prl and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.